Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, a zoll representative went on site to evaluate the device. The customer's report was duplicated and attributed to the pacer/defib (pd) engine board. However, due to the intermittent nature of the issue, the device root cause could not be firmly established. The pd engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.